Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the introducer needle was fractured while in the body. The customers blood glucose value was 170 mg/dl. Customer reported that they did not receive medical treatment as a result of the needle fracturing. The customer was assisted with troubleshooting and reported that the needle was bent of sensor. The sensor will be returned for analysis.